Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco-lobectomy procedure, during the second firing of the device, a yellow foreign material fell into the patient's cavity and was retrieved using forceps. The handle was replaced and the procedure was completed with no additional problem.

Manufacturer narrative:
Evaluation summary: post market vigilance led an evaluation of one device. Visual and functional inspection of the instrument noted no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Visual inspection of the cartridge revealed that the reload was fully fired. The reload was received with the shipping wedge un-attached. The pull tab of the wedge was not deformed and petri dish with a yellow piece was provided. The reload was loaded into a post market vigilance instrument for functional testing. Reload was then cycled without hesitation or binding and was then applied to test media with proper transection and staple formation. Records from each manufacturing lot are thoroughly re-viewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed shipping wedge damage may occur if the shipping wedge pull tab is pulled in a lateral fashion towards the distal end of the reload channel rather than away from the channel, or if the reload is clamped prior to removal of the yellow shipping wedge. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.